Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error message stating that it was overheating. It was recommended to restart the programmer and send it in for service if the message was encountered again. The programmer remains in use. There was no patient involvement.